Event description:
The customer reported they were seeing random pacer spikes in the st segment at the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The customer reported they were seeing random pacer spikes in the st segment at the central nurse's station (cns). She stated that the printouts were fine. They also confirmed that live vitals continued to be monitored at the cns. Although troubleshooting could be performed, it was extensive and included lead placement and settings changes. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied with limited device information, stating that not all of the model or serial numbers were available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: g7 monitor: model #: cu-172ra, serial #: (B)(6), device manufacturer data: 06/26/2023, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Gz transmitter: model #: gz-130p, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Bedside monitor (bsm-1700 series): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na.